Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was placed in the morning and catheter fell out in the evening on the same day. When they poured water, the water came out but it was unknown where it came from.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visual observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution immediately backed into the drainage funnel and leaked out of the eyelets. This is out of specification per inspection procedure which states, "cuts, perforations in the lumens are not allowed, the inflation and eyes perforation must not penetrate the drain lumen and must be properly formed. Bends are not allowed in the inflation lumen." A potential root cause for this failure could be lumen compromised by a puncture or cut. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was placed in the morning and catheter fell out in the evening on the same day. When they poured water, the water came out but it was unknown where it came from.